Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient. It was reported that the patient was having pain. It was also noted that they had fallen off of the toilet prior to the evaluation and cannot sleep. On 2016-09-20, it was reported that the patient had a big urinary leak and had pain from their sciatic nerve. They also noted that they were having trouble standing up from a bent over position. On 2016-09-23, it was reported that the patient had numbness in their legs after a two hour car ride and on the night of (B)(6) 2016 during dinner. The patient stated that they feel the lead may have moved, causing this issue. On 2016-09-26, it was reported that the patient was feeling pain while bending over and they had difficulty walking on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.